Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range impedance measurements on the right ventricular (rv) lead. No noise was noted and thresholds were reported stable. Boston scientific technical services (ts) was consulted and recommended to continue to monitor for lead measurements changes. No adverse patient effects were reported. At this time, this device system remains in service.